Manufacturer narrative:
Correction d3: device manufacturer name. Additional information: h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "failed volume accuracy" was not reproduced. The device was tested for flow accuracy and delivered within intended range. A review of the event history log was performed for the last days of customer use as no event date was provided. The review showed two infusions programmed at a rate of 40 ml/hr and a vtbi of 20 ml, which are the recommended parameters for flow accuracy testing outlined in the spectrum installation and maintenance manual. Both infusions ran to completion without interruption and no abnormalities that could cause or contribute to the reported problem were observed throughout the event history log. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed volume accuracy during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.